Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "dropping out". Upon device interrogation, it was noted that there were high and undefined impedances and high thresholds on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.